Manufacturer narrative:
E1: patient city: (B)(6). H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that patient was hospitalised. Patient went for ER on (B)(6) 2024. Patient was not able to speak due to low blood glucose. Patient used the insulin pump system within 48 hours of reported low blood glucose event. No further information was available.